Event description:
It was reported that the patient with this newly implanted implantable cardioverter defibrillator (ICD) system had passed away on (B)(6) 2025. Earlier in the day, the implantable cardioverter defibrillator (ICD) system was implanted successfully, complete with a normal pre-discharge check while in the hospital. Later in the day, the patient suffered a cardiac arrest and passed away. There were no alerts or episodes noted in the ICD history during a post-mortem interrogation. All evidence indicates the ICD system remains in situ.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the patient with this newly implanted implantable cardioverter defibrillator (ICD) system had passed away on (B)(6) 2025. Earlier in the day, the implantable cardioverter defibrillator (ICD) system was implanted successfully, complete with a normal pre-discharge check while in the hospital. Later in the day, the patient suffered a cardiac arrest and passed away. There were no alerts or episodes noted in the ICD history during a post-mortem interrogation. All evidence indicates the ICD system remains in situ. Additional information provided from the field indicated the physician associated with this event did not believe either the ICD or the procedure to originally implant it had caused or contributed to the patient's passing the following day. No adverse patient effects relating to the ICD were reported.